Manufacturer narrative:
A piece of suture from one birptr 2.3 pk suture anchor w/ ultrab device was returned for evaluation of the reported complaint mode, ¿suture broke¿. Additional information stated that an arthropierce straight was being used to pass the suture. The suture was broken, confirming the complaint. A review of sap manufacturing records and the complaint database was conducted for the lower level suture assembly for similar complaint modes. Four records were found but no similar complaint modes were identified. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
During a hip arthroscopy utilizing the birptr 2.3 pk suture anchor w/ ultrab, it was reported that the suture broke when passing it through the labrum using an arthropierce. Another was used in its place, anchor remains in bone. The patient's bone quality was reported as good. The anchor itself remains in the bone. An arthropierce straight was used. Other anchors were then used, including a competitor's device. A back up device was available to complete the case. It was confirmed that there were no broken sutures left in the patient. The surgeon did not achieve adequate fixation because there was no sutures left.